Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead and pacemaker, the pacemaker was not providing pacing after the lead was inserted into the port. The pacemaker was manually programmed out of storage mode and then programmed to unipolar; the rv lead was then operating normally. The implant procedure was completed without any further issues. Post operative x-rays showed the helix was fully extended and the terminal pin was fully inserted into the device header. A couple of days later, the rv lead presented with high out of range pacing impedance measurements and loss of capture. It was believed that the rv lead had dislodged and a revision was performed. Several positions were tested and the rv lead was placed in a more apical position with good acute measurements on the pacing system analyzer (psa); however, the measurements changed to above 4,000 ohms on the psa when the suture sleeve of the lead was reattached. An attempt was made to reposition the lead again; however, it dislodged after it was placed in a new position. As a result, this rv lead was explanted and successfully replaced. The physician noted that the helix of the rv lead was in an extended position and could not be retracted. No additional adverse patient effects were reported. The pacemaker remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis of the lead confirmed that the lead had experienced an inner conductor coil break. It is believed that the product performance issue with the lead caused the reported clinical observations.